Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a piece of the pump usb port fell out, and the customer was unable to charge the pump despite using multiple usb cables. The customer's blood glucose (bg) was 87 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.